Manufacturer narrative:
D6b - date of explant correction: the explant date is unknown.

Event description:
It was reported that patient experienced infection related to the stimulator system. The specific site of the infection is unknown. To address the issue, the entire stimulator was removed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.